Event description:
It was reported via repair work order that the battery shorted out. Upon inspection of the unit by the service technician, it was identified that the alleged event could not be duplicated but the battery terminal looked burnt. The customer reported that an employee received a minor burn while inserting a replacement battery into the powercot. The employee experienced a small blister on their hand. And that they continued to work after the incident. The employee did not seek medical intervention.

Event description:
It was reported via repair work order that the battery shorted out. Upon inspection of the unit by the service technician, it was identified that the alleged event could not be duplicated but the battery terminal looked burnt. The customer reported that an employee received a minor burn while inserting a replacement battery into the powercot.

Manufacturer narrative:
It was originally reported that the 6500000000 power pro ambulance cot had malfunctioned. Further investigation has found that the 6500000000 power pro ambulance cot did not malfunction during this event and that the battery 6500101000 did cause the event. The 6500000000 power pro ambulance cot is the concomitant product in this event and the battery 6500101000 is the correct device that is being reported for this event.